Event description:
Blood leakage was noted at the gas outlet port during case. Unit was changed out without complication to pt.

Manufacturer narrative:
New equipment & a modification in the bundle winding process have been implemented to help prevent recurrence of this problem. The device in question was made prior to the procedural change.